Event description:
It was reported that a failed accuracy test (low) was experienced.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual inspection confirmed the physical condition of the device was all intact upon receipt. Functional evaluation included the pump being run for 2 minutes, 30.29 seconds. A battery loss alarm test was performed and passed. After running three accuracy tests, the pump was found to be under delivering to the manufacturing specifications. Errors for high pressure and no disposable messages were found in the event history log. Results: the customer reported problem was duplicated for failed accuracy test, low, during the course of the investigation. Root cause of the reported issue would be attributed to confirmed inaccurate delivery for which it is recommended that the expulsor assembly be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d1: correction: brand name: cadd legacy plus, d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: unknown.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.